Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2014. Subsequently, patient was revised on (B)(6), 2014 due to loose and undersized femoral stem. The femoral stem and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects it states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, excessive weight, or excessive unusual and/or awkward movement and/or activity."